Manufacturer narrative:
After battery installation unit gave an unexpected white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify missing segments due to display anomaly. Unit received with minor scratches on case and minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 197 mg/dl at the time of the incident. Customer states the pump was dropped at work and not is it not working and it is beeping. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.